Event description:
It was reported that the patient presented in clinic for follow-up. The pulse generator exhibited premature battery depletion. No intervention or patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.